Event description:
Consumer via e-mail stated that their oral-b floss action brush heads came loose. It wobbled and performed poorly. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.